Event description:
A malfunction was reported with a code labeled as malf 0, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully implemented the guidance, with the malfunction not recurring afterwards. The customer was advised to continue using the pump and to contact support if the issue reoccurred.